Event description:
A customer reported that their pump declared alarm 30 during insulin pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm persisted. As a corrective action, technical support decided to replace the pump, and the customer agreed to use mdi as a backup therapy to ensure uninterrupted insulin delivery. The customer was instructed on how to put the pump into storage mode before returning it, and arrangements were made for the faulty pump's return using a pre-paid label.